Event description:
Patient underwent a right heart catheterization with a left ventricular assist device last year. Patient recently presented with symptoms at the hospital and blood cultures were taken. Determined with blood culture results indicating +mac (mycobacterium avium complex) presence in cultures. Manufacturer response for heater cooler unit, stockert (per site reporter): none at this time.